Event description:
It was reported that the patient with this inflatable penile prosthesis experienced recurring erectile dysfunction as the device was no longer working. The physician determined there was fluid loss somewhere in the device. All the components were removed and replaced. No further patient complications were reported.